Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that he was hospitalized due to low blood glucose levels, with a reading of 42 mg/dl. The customer had been experiencing low blood glucose levels for the past four weeks. The customer also stated that he works with high magnetic fields. Found that the insulin pump has been over delivering insulin. Advised the customer that the insulin pump would be replaced. Nothing further was reported.